Event description:
It was reported that the patient received inappropriate therapy. Additional information has been requested and not yet received. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Concomitant medical products: (B)(4) cl hemodynamic pressure sensing lead, implanted: (B)(6) 2008.

Event description:
Information was received from the clinic operative report confirming the patient received inappropriate therapy, but the cause of the inappropriate therapy was not provided.